Event description:
It was reported the fowler cylinder was leaking. It was also alleged the fowler was drifting down to the cylinder and would not hold pt weight. No adverse consequence alleged.

Manufacturer narrative:
Leak.